Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the device was not implanted.

Event description:
Healthcare professional reported "sterile box was yellowed as if water sat on it and dried. "The final seal is a sterile unit, that one is yellowed". Patient contact with the device did not occur as implant remains in the sterile box. The surgery was completed with a backup. Device not implanted.

Event description:
Healthcare professional reported "sterile box was yellowed as if water sat on it and dried. "The final seal is a sterile unit, that one is yellowed". Patient contact with the device did not occur as implant remains in the sterile box. The surgery was completed with a backup. Device not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ packaging problem and breach of sterile barrier seal observed yellow discoloration on lid, assessed as workmanship. ¿ broken device- patient contact unknown: not observed. A further investigation is requested to analyze the yellow discoloration on lid observed. As per the investigation procedure, delamination in the outer lid were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Fi summary: based on the device analysis performed, it was observed a mark, tyvek (ml), and it is out of specification per qa199.12, then it is classified as workmanship, and has relation with the reported events. Therefore, the events are confirmed, however this case is not confirmed as a high impact complaint, because the events have a severity of 2 and 3, severity established per medical reviews mr-055307 and mr-057471, and there is not a high risk to the patient, therefore, this case is not considered as a confirmed high impact complaint. It is important to mention that this event was reviewed with the manufacturing and incoming inspection personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place, despite the attachment is mentioning another investigation number (inv-161511), this training is enough evidence to this investigation as the training was focused on the same event of yellow discoloration on lid. See "manufacturing and incoming personnel review" attached. Also, per the review of the risk documents pfmea-bi pkg and lblg (v13.0), the event of defective tyvek is a known event for which process controls and inspections are established to reduce the incidence of this defect as incoming inspection, 100% inspection at packaging (before and after sealing). Additionally, the review of the documentation associated with the manufacturing and incoming inspection process indicates that there were no defects/problems/issues found in the documents or in the personnel training. And no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all mark, tyvek (yellow lid) complaints for gel breast implants that have been manufactured in the last 2 years from sep 2023 through august 2025 was performed and one point is above the upper control limit, however, one additional event inv-44701 was involved and the manufacturing and material test records have different lot numbers, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved in this period. Nevertheless, the issue with mark, tyvek (yellow lid) will continue to be monitored, and corrective action taken in the future if deemed appropriate.